Manufacturer narrative:
Further information was requested but not received. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient's pocket was noticed to be red. Infection was suspected. The device was explanted.